Event description:
During set up of the central line, it was noticed that the tip of the catheter was discolored. The item was sequestered with the pack info. A second tray was obtained and same discoloration was noted. The registered nurse noticed that both products had the same lot number so a tray with a different lot number was found and used without issue.